Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (b) (4 alleging that the onetouch ultramini meter is giving an "apply sample" message. This complaint is classified according to the documentation of the customer care advocate (cca). After the product issue began two weeks ago, the pt reportedly could not obtain her blood glucose on the subject meter. Sometime after the apply sample message began, the pt developed symptoms described as "shaky and trembling." The pt went to the hospital and obtained a blood glucose reading of "2.4 mmol/l" on the hospital meter. She was treated with glucose tablets at the time of concern. During troubleshooting, the customer care advocate verified that the pt was testing with the correct technique. The product issue was not resolved with training. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia and rec'd treatment for a blood glucose reading of "2.4 mmol/l" after the pt allegedly could not test her blood glucose due to the "apply sample" message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.